Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, lot #: 18961079, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg became superficial and a portion was protruding through the skin or a possible infection. Symptom was swelling. The physician believed that the infection was not device related. The patient underwent an explant procedure. No device malfunction was suspected. No further information can be obtained by bsn.

Manufacturer narrative:
Additional information was received that there was a separate explant procedure for the patient¿s lead and clik anchor. It was physician's preference in case there was an infection.

Event description:
A report was received that the patient's ipg became superficial and a portion was protruding through the skin or a possible infection. Symptom was swelling. The physician believed that the infection was not device related. The patient underwent an explant procedure. No device malfunction was suspected. No further information can be obtained by bsn.